Event description:
During trial use of "bird vip" - ventilator, it went inoperative and reset itself. After resetting, the vt increased significantly as well as ve. Ventilator was also double cycling.